Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient could not recall much from the event. She reported that she had an urgent low glucose level for four hours and did not receive any alarm. She was not checking finger sticks during the four hours. She felt dizzy and lost consciousness. Her husband tried to call her and when she did not pick up the phone he called for an ambulance. When the ambulance arrived, the patient had regained consciousness. They checked her blood glucose (bg) which was 2.3 mmol/l. The patient stated that she was not provided with any treatment, or that if she was, she does not remember the details. At the time of the report she was feeling fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.